Event description:
Bed had damaged weigh frame power control board (pcb), hospital staff replaced the weigh frame pcb, but has no siderail functions from either rail. No incident was reported as a result of this issue.

Manufacturer narrative:
Hospital switched the pcb and still had the same problem. This issue has not been resolved, more info will be sent when available.